Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported not observing insulin coming from end of tubing when performing fill tubing with 20 units of insulin. The customer changed the cartridge and infusion set, but still did not see insulin dripping out of the tubing. While troubleshooting with tandem technical support, customer performed the fill tubing step and observed insulin dripping out of the end of the tubing. As the customer did not have a new infusion tubing available at the time of the call, it was confirmed that a new tubing would be used upon returning home. The customer reported an elevated blood glucose level of 242 mg/dl, which was addressed with manual injections. Although requested, no additional information was provided regarding the reported event.